Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed hgb and nucleated red blood cell (nrbc) daily check background failures. The fse replaced the hgb chamber and nrbc sample line to the distribution valve, resolving the daily check issues. The system was verified and validated. (B)(4).

Manufacturer narrative:
Upon revision of the filed MDR the device manufacture date was changed from 11/01/2013 to 11/01/2012.

Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated incomplete computations (replacement) codes for hemoglobin (hgb) during daily checks. There were no erroneous numeric results generated and patient treatment was not impacted in connection with this event.